Event description:
Boston scientific received information that this patient had a follow up at another hospital and pacing failure was suspected on this right ventricular lead. Subsequently, this patient attended a routine follow up and high out of range pacing impedances were noted and pacing failure was observed. The configuration was changed from bipolar to unipolar and after several minutes pacing had started with the programmed rate. It was also noted that the impedances had decreased and when the pacing thresholds were .75v pacing failure occurred once again. The impedances were once again checked out appeared out of range, and the pacing rate had changed in unipolar configuration. A revision procedure was planned. An x-ray did not reveal that this lead was fractured. A possible connection issue was suspected. The device is a competitor product. Subsequently, a revision took place and this lead was disconnected from the device and it was not possible to measure pacing impedances and amplitudes with the psa. In addition, loss of capture was noted with increased outputs. Although x-ray did not reveal a lead fracture upon checking the lead a fracture was confirmed at the entrance of the vessel. The right ventricular lead was cut and surgically abandoned. The cut portion of the lead was disposed at the hospital. A new lead was implanted. A follow up has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this information will be updated.